Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replace the defective recorder and verify proper recorder function. There was no problem found with charging, but found that the power management board was not switching to battery in slot 2. To fix this issue, the fse replaced the power management board and verify proper switching and battery function. The fse then, perform all pneumatic, functional and electrical safety tests. The unit passes all tests and was cleared for clinical use.

Event description:
It was reported by the customer that while performing service testing the cardiosave intra-aortic balloon pump (iabp) recorder was not functioning and the battery in slot 2 was not charging. There was no patient involvement and no adverse event was reported.